Manufacturer narrative:
The bench tech evaluated the device and detected multiple problems with the device. The customer did not accept repair quote. The device returned to the customer and no further evaluation is warranted at this time.

Manufacturer narrative:
The bench tech evaluated the device. And determined, that the therapy pca requires replacement. The customer was advised, that the therapy pca requires replacement. The device returned to the customer. And no further evaluation is warranted at this time. H3 other text: customer, rejected repair quote.

Event description:
It was reported that the device has various problems. There was reportedly no patient involvement.